Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {evolutfx-26}; product lot/serial number {(B)(6) }; product type: {0195-heart valves}; implant date {(B)(6)2024}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the evolut valve, the valve migrated aortic after being implanted at approximately 3-4mm of depth on the non-coronary cusp (ncc). Following a recapture and re-deployment, the implanter appeared to pull back the pigtail catheter in the ncc, leading to the migration. The evolut inflow was observed at the level of the sinotubular junction (stj), and a decision was made to proceed with a second evolut valve, which was deployed through the first valve at approximately 5-6 mm of depth. Subsequently, the patient's blood pressure dropped significantly from 90 mmhg systolic to less than 30 mm hg, prompting rapid placement on extracorporeal membrane oxygenation. Cardiopulmonary resuscitation, blood transfusion, and intermittent defibrillation were performed during this process. Despite extensive resuscitation efforts, the patient expired. The depth of implant was noted as a contributing factor to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at mid pigtail catheter. Prior to dislodgement, the valve was approximately 4-5 mm on the left coronary cusp. Per the physician, the cause of death was circulatory collapse from acute flash pulmonary edema and right ventricular failure, and the valve and delivery catheter system can be excluded as contributing factors to the death.